Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with levofloxacin (0.04g three times a day) and remained hospitalized for the event. The patient had not yet recovered from the event.

Manufacturer narrative:
(B)(4). This report was received from a baxter sponsored study titled "a prospective, randomized, multicenter, open-label, interventional study comparing survival in subjects receiving peritoneal dialysis or hemodialysis (surind)." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a healthcare professional. It was reported that ten days after the onset of peritonitis, the levofloxacin was withdrawn and the patient was discharged from the hospital. At the time of this report the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.